Event description:
It was reported that one or more times the top of a device kept coming off and the gas was let out. There was no pt injury. Additional info was requested, but no additional info was provided. A supplemental report will be sent if additional info is received.

Manufacturer narrative:
No device was returned to the MFR as of the date of this report. A supplemental report will be sent if the device is received.